Manufacturer narrative:
See MDR 1920664-2007-01200 for delivery device used with this lens.

Event description:
During insertion into the pt's eye, the lens stuck in the delivery device. Another lens was used for the procedure.